Event description:
It was reported that the patient presented in-office for follow-up visit. Upon interrogation, there was no capture on the left ventricular lead. Patient is asymptomatic. A chest x-ray was performed to confirm position of the lead. The patient is scheduled for a lead revision.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR), as the event did not indicate a malfunction and did not cause a serious event.